Event description:
International affiliate reports pt presented with a foreign body reaction to sub-cuticular vicryl suture five months following implantation. Surgical intervention was initiated to excise foreign body reaction.